Event description:
It was reported by repair work order that the customer alleged that the wrist support dropped during surgery and the patient had a corneal abrasion due to the drop. Stryker technician could not duplicate the event while using the wrist rest. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.